Manufacturer narrative:
Per field service engineer (fse) the power management (pm) board was replaced to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not power up. The customer reported there was no patient involvement.